Event description:
It was reported that during a gastrectomy, an error 5 occurred in about 30 minutes. Although the device was reset twice and hp054 was replaced, the event continued. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade tip broke off and was returned. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for error code 5. During functional testing on a generator, the device gave an error code 5. The device will stop activating, and emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.